Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead developed ventricular fibrillation (vf) which could not be cardioverted due to high defibrillation threshold (dft) measurements. The patient required external defibrillation as a result of therapy exhaustion. The patient was hospitalized. A chest x-ray confirmed acceptable lead position and device interrogation confirmed all lead parameters were acceptable. The physician elected to explanted and replace the associated device and lead. Helix difficulties were encountered during the explant procedures.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that the helix was slightly stretched. Analysis confirmed that the helix mechanism is function however the helix cannot be fully retracted into the helix housing due to the stretched helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high dft clinical observations but did confirm the stretched helix.